Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) observed debris generating from the ophir rail, paint debris. The tm cleaned the debris from the rail and ir array. A review of the complaint database for 3 months prior to this event showed no other complaints of this nature reported for this laser system. No clinical records were provided to conduct a complete investigation, therefore, this potential injury was unable to be confirmed or denied. Severity levels could not be assessed due to lack of info. In this case the surgeon indicated the possibility of pt's mascara (eye make-up) as the particles under the flap, since the flap was not lifted at the time when the ophir was moved into position. Other non product factors such as, but not limited to, pt selection, surgical technique, surgical suite environment and other clinical/pt's issues, could not be ruled out as possible contributors to the event, in the absence of clinical/surgical records for review. The surgeon did not blame the system and indicated the pt was "doing great". Conclusion: a definitive root cause could not be determined from the investigation. Paint-like debris was found on the ophir rail, however, the paint's flap was not lifted when the ophir head was moved into position. Also, the surgeon thought the debris was the pt's mascara. (B) (4)

Event description:
Adverse event: foreign body under flap. Malfunction: paint debris from ophir rail due to movement. A surgeon reported noticing particles under the flap when looking at the eye under a slit lamp following the procedure. The flap was lifted, irrigated, and repositioned. The surgeon stated it may or may not have been metallic or paint particles since the flap had not been lifted when the ophir was moved into position. He believes it was the pt's mascara under the flap and is not blaming the system. The pt is doing great and the surgeon does not feel the pt has been permanently harmed or injured by the event.